Event description:
Boston scientific received information that six months ago, this device displayed a remaining longevity of 1.5 years. The outputs were at a normal to low level and the patient was only being paced 1% in both chambers. Device interrogation showed that elective replacement indicator (eri) had been tripped three months later and now end of life (eol) was declared. The caller expressed concern regarding the longevity of this device. A replacement procedure was performed and the device was explanted and replaced. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Manufacturer narrative:
This product issue will be updated when device evaluation is complete.